Event description:
Pt was revised to address pain and instability attributed to poly wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported polyethylene wear without the product to examine. However, polyethylene wear after approximately 14- years should not be unexpected. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.